Event description:
Customer reported his insulin pump seems to be slowing down. When he puts his carbohydrates in, the device freezes and starts counting up on its own. Customer changed the battery and the device alarmed failed battery test. Customer's blood glucose is 251 mg/dl. He treated with a manual injection. There were no significant events leading to the alarm. Customer is using duracell batteries. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping or frozen display was noted. The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No failed battery test alarms were noted. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.